Event description:
It was reported that the left ventricular lead dislodged. Upon explant, the lead got caught under the clavicle. When the doctor attempted to pull it out, the tip broke off and remained in the body.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead was returned for analysis. Electrical test that could be performed did not find any discontinuities or shorts on any conduction paths. Due to the condition of the lead as received, no further tests could be performed.